Manufacturer narrative:
Product analysis: the device was returned for analysis. Multiple severe kinks were evident to the hypo-tube. The stent was not present on the device and did not return for analysis. Balloon folds were open on device return. No deformation was evident to the balloon or the inflation/deflation lumen. It was not possible to perform deflation testing due to the kinked hypo-tube. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent had balloon deflation difficulties, and the device was slow to deflate at the lesion site. The lesion being was mildly tortuous, moderately calcified with 75% stenosis, in the proximal left anterior descending (lad) artery. The device was inspected before use with no issues. Negative prep was not performed prior to use. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The intervention required was simply waiting for deflation. The stent was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The deflation difficulties were noted after the first inflation. No inflations were performed prior to the deflation difficulties. There were no difficulties noted during inflation of the device. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A 50-50 concentration of contrast/saline was used. The device was not moved or repositioned while inflated. No difficult was experienced on the balloon removal from the patient. No intervention was required to remove the device from the patient. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: typical prep procedure includes pulling a double negative or single negative with a 20ml syringe. Deflation took approximately 10 seconds. Negative was released and an attempt made to repeat negative pressure multiple times. Attempts were made to rattle or tap the indeflator to encourage quicker deflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.